Manufacturer narrative:
Device received with intermittent button response due to flattened esc button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level 400 mg/dl. Customer stated that the act button was not responding. Customer was treated with manual injection. Customer stated that the time was advancing. The insulin pump will be returned for analysis.